Event description:
It is reported that in 1999 pt underwent revision of a prior right total hip replacement revision as a result of wear of the poly acetabular component. At the time of revision, pt's poly liner and femoral head were removed and replaced and several cables were placed.